Event description:
It was reported that the procedure was to treat a re-stenosis in the distal circumflex artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 12 mm xience v stent delivery system (sds) was advanced; however, resistance was noted with the guiding catheter, and the stent dislodged from the sds, onto the shaft. During removal, the stent completely dislodged in the distal circumflex. An additional balloon catheter was used to fully deploy the stent in healthy tissue. The lesion was treated with dilatation successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Returned device analysis found that the stent was returned stationary on the stent delivery system balloon, and only the stent struts were flared. The account confirmed that the correct device was returned, but is unable to provide any additional details about the case, or clarify the correct case description. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The resistance with the guiding catheter was confirmed. The stent dislodgement was not confirmed, however, there were flared stent struts. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.